Manufacturer narrative:
The tech found the head end brake caster is out of adjustment. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech adjusted the head end brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The accounts tech reported the brakes are not functioning. The bed is located in the accounts bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).